Manufacturer narrative:
Product analysis: analysis was able to confirm the report that the cable could not be connected to the device noting that the ventricle connector was broken and the defective assembly cable (connector) needed to be replaced in order to perform incoming tests. Analysis also noted that the metal hanger was damaged, polluted, and difficult to use. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a couple could not be connected to the external pulse generator (epg). The epg was returned for service. No patient complications have been reported as a result of this event.